Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the enteral feeding pump did not alarm when it was turned on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿enteral feeding pump did not alarm when it was turned on.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.